Event description:
The pulsar-18 t3 self-expandable peripheral stent system was selected for treatment. The stent was implanted after expiration date. The adverse event was observed after the patient's discharge.